Event description:
On 06/02/2008, the pt reported that the down button of his infusion device is not responsive and his blood glucose was elevated as a result of not being able to bolus. His blood glucose elevated to 400 mg/dl. His normal blood glucose range is 100-225 mg/dl. The pt stated that he injected insulin via syringe to lower his blood glucose. He stated that the button does not appear to be physically damaged and the battery of the infusion device was changed "fairly recently" at least one week ago. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.